Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: updated device evaluation: upon further investigation, the device evaluation has been updated as follows: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, needle outer tube bent bent/bulged @ needle base, outer tube damaged, distal tip, distal tip damaged, optical system, optical components broken lenses in optical system cosmetic issue scratches/dents labeling: illegible etch, visual: deformed/bent, broken (2+ pieces): chipped/shaved/delaminated, visual: scratched/nicked. Per service report, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, needle outer tube bent bent/bulged @ needle base, outer tube damaged, distal tip distal tip damaged, optical system, optical components broken lenses in optical system, cosmetic issue scratches/dents. Labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked. Per service reports, this complaint was confirmed. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during sterilization, it was observed that the hd c-mnt scp,2.7,30,75,mitek device was faulty and bent. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.